Event description:
A customer reported an event of odor emitting from the sterrad 100nx. There was no report of human reaction. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2012.

Manufacturer narrative:
A field service engineer was dispatched to customer site. Odor/smell was confirmed. A preventative maintenance (pm2) was performed and the controller, screw, washer, lock and feed through assembly were replaced. Unit meets specifications and returned to service on (B)(4) 2013.

Manufacturer narrative:
Per the investigation, this odor/smells complaint was the result of a non-vacuum system vapor related odor. Upon return, it was found that a component on the controller interface board was burned and cracked. As a result, this complaint is deemed not reportable because there is no serious injury trigger related to electrical components in sterrad® sterilizers to report a malfunction.